Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.

Event description:
It was reported that the customer has been using serum samples from patients with known serum values to test on the cardinal health hcg combo cassette rapid test in place of controls. There are no cardinal hcg serum controls available. There were weak positive results on serum samples known to be less than the level of detection (<10 miu/ml) for the cardinal health hcg combo cassette rapid test. No further information provided. The customer did not want to trouble shoot.